Manufacturer narrative:
(B)(4). This is a report of a use error, where a bag was not connected properly resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver (cg) made a mistake when connecting the red clamp bag and fluid went everywhere. This event occurred on the home choice during initial drain, initial drain volume 0ml. The cg indicated that they already removed the remaining bags but needed to get the cassette out. The baxter technical service representative (tsr) assisted cg with ending the therapy. The cg was aware to dispose of current supplies attached and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.